Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, pump error 63. The customer reported no adverse event. The troubleshooting was performed. The event involved product(s) mmt-1781kl. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. Mmt-1781kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing piece of the battery tube threads, cracks in the case on the battery tube side one of which runs horizontally across about where the bottom of the battery compartment is located, cracked middle (enter) keypad button. The pump was received without a battery cap. The pump passed the displacement test; it failed self test because the vibrator failed to vibrate when it was supposed to. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 53 (filenumber = 2005, linenumber = 5632) occurred on 04/26/24 @ 01:38:02 & 01:40:57, pump error 63 (variableinfo = 0x03 hex = 3) occurred on 04/26/24 @ 01:37:21, 01:47:59, & 01:51:12, and pump error 4 occurred on 04/26/24 @ 01:51:10. The case was cut open. After visual inspection, there is corrosion in/around the following: battery board. A visual inspection of u1 on the keypad assembly under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of pump error 53s and 63s both were confirmed in the pump's history. According to the adapt tool, pump error 53 (filenumber = 2005, linenumber = 5632) and pump error 4 are due to a software issue. Pump error 63 (variableinfo = 0x03 hex = 3) is due to a broken trace at u1 pin 6 on the keypad assembly, and the non-functioning vibrator is due to moisture damage on the battery board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.